Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a loss of any mode of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable as per the updated information, this issue occurred due to gas module, power supply board failure. Hence considering this case to be not reportable.